Manufacturer narrative:
The scope was not returned for evaluation. The exact cause of the reported event could not be determined as the investigation is ongoing. If additional information becomes available or if the scope is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the scope culture tested positive for bacillus megaterium after high level disinfection and ethynol (eto) sterilization at the user facility. Sampling was performed for evaluation of the contamination rate after eto sterilization suggested by FDA.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced (B)(6) study. The OEM's (omsc) investigation concluded that the probable cause of bacillus megaterium contamination at the sampling was potentially due to environmental contamination during sampling, because the investigation reveals bacillus sp. Existed in sampling area at this hospital.